Event description:
It was reported that a slight bow was observed on the right ventricular lead. No electrical issues were reported. The lead was explanted and replaced. There were no complications during the procedure and the patient is in good condition.